Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old male patient that had a positioning issue involving an impella cp pump during support. Following initial placement, it was stated that the pump was pulled into the aortic arch when the guidewire was being removed. The pump prolapsed on itself and, in the process of trying to remove it, the physician lodged the device in the iliac artery. A snare was unsuccessful in retrieving the pump and surgical intervention was subsequently performed to remove the pump. There was no lasting harm.

Manufacturer narrative:
No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issue was use related. The cause of the removal issue was not determined because no product was returned and not enough clinical information was given. H6 added medical device problem code g1 reporting contact fax number missing.